Event description:
It was reported that the right atrial lead exhibited increased thresholds and decreased sensing. A chest x-ray revealed that the lead dislodged and caused loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.